Event description:
Country of complaint: (B)(6). Complaint description: the suture and the suture placed in the needle holder and the thread is disassembled from the needle; this occurred in the emergency department.

Manufacturer narrative:
Us reporting agent notified: (B)(6) 2014. Complaint description: the suture and the suture placed in the needle holder and the thread is disassembled from the needle; this occurred in the emergency department. There is no OEM stock of this unit product code and lot number. The manufacturing batch record was reviewed and it was shown that this product had a normal process and the results obtained during the process, conform to the requirements. Conclusion: based on the investigation determines the claim as "not justified" as the results of the analysis meet the specifications for this type of suture. In addition, according to the analysis performed to the sample received, it is evident that the breakdown by gender is an issue in the handling of the product during use. No further patient information was provided at the time of this report.